Manufacturer narrative:
Out of warranty repair. No request for manufacturer service.

Event description:
The biomedical engineer reported that he was performing a preventive maintenance on the vent and the unit stop working and would not power on. The biomedical engineer said that he installed another power management board and he smell an overheating odor and the unit still would not power up. The ventilator was not in use therefore there was no patient involvement or harm. The product support advised him to replaced the pm board, motor controller board and cpu board at the same time. The biomedical engineer stated that after replacing the recommended boards the unit powered up. The biomedical engineer tested the unit and passed all testing and preventive maintenance. The unit is now back in service. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.